Event description:
It was reported that a doctor performed a scleral fixated iol without any issues. However, on post op day 1. The iol had turned 90 degrees. The iol was removed, and a new lens was implanted. No adverse patient effects reported. No additional information provided.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that a doctor performed a scleral fixated iol without any issues. However, on post op day 1, the iol had turned 90 degrees. The iol was removed, and a new lens was implanted. No adverse patient effects reported. No additional information provided. The device is not being sent back, thus a proper device analysis could not be completed nor the reported issue confirmed. It was mentioned by the customer that there was no damage indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated that the customer is using the yamane technique to implant lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag; therefore, the lenses are being used off-label. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the iol tilting is but is not limited to: · loading strategy. · lens placement technique. · accessory device support. · poor handling during folding and inserting. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.